Manufacturer narrative:
According to the customer, on (B)(6) 2024 it was noted that the "tip of the blade was broken off" after "two puncture incisions were made". The customer reported an xray showed the part of the blade that had broken off "was inside the patient's soft tissue". The customer reported the surgeon used "fluoroscopy guidance and a hemostat" to locate the retained piece, "another surgical blade" was used to "extend" the incision closest to the retained piece, and the piece was extracted. The customer reported after the retained piece was extracted the incisions were closed and dressings were placed. The customer reported the retained piece was disposed of in a "sharps container". No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2024 it was noted that the "tip of the blade was broken off" after "two puncture incisions were made".

Manufacturer narrative:
Update h6- investigation conclusions.